Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of changes in his lungs associated with emphysema, sleep apnea and diastolic impairment and diastolic function of the heart. Patient alleged of diagnosis from chest scan which shows mild emphysema changes. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging changes in his lungs associated with emphysema, sleep apnea and diastolic impairment and diastolic function of the heart. Patient alleged of diagnosis from chest scan which shows mild emphysema changes. The patient did not report to receive medical intervention. The device was returned to the manufacturer's product investigation laboratory for further evaluation. This event is assessed as not related to the device in this case, and therefore is not a reportable injury. The manufacturer observed dirt/dust contamination inconsistent with degraded sound abatement throughout device enclosure and airpath, suggesting a source external to the device and also found evidence of contamination in the water ingress on the blower and the blower box enclosure. There was an evidence of sound abatement foam degradation. The device's downloaded logs were reviewed by the manufacturer and found 1 errors logged. The manufacturer concludes the contamination found was inconsistent. There was an evidence of sound abatement foam degradation found within the device.